Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. It was reported that the audio bolus button (abb) was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: on investigation the bolus button issue was duplicated. The pump powered up with auditory and vibratory features. No tactile issues were found with the keypad buttons. The bolus button was unresponsive and the button mechanism was found missing.